Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited under sensing with inappropriate pacing. No intervention or procedure was reported. No patient complications were reported.